Manufacturer narrative:
The insulin pump had unresponsive esc, act, up and down buttons due to flattened (creased) button dome switches. The pump had a minor scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the act button and the up/down buttons are hard to press. Customer stated that her doctor advised her to get the pump replaced. Customer reported that she has to press the buttons a certain way for the pump to react. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.